Manufacturer narrative:
This report is submitted on september 27, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient's device was found to have multiple open circuit electrodes confirmed with impedance tests (date not reported). Subsequently, the device was explanted on (B)(6) 2018 and reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on november 27, 2018.